Manufacturer narrative:
Medical device: ddbb1d1 ICD implanted (B)(6) 2016.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance, undefined impedance, and was possibly fractured. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a lead integrity alert (lia) triggered and the lead exhibited noise.